Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on aug 23, 2021. Device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Device successfully downloaded traces and history files using thump. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected alarms were found in the history files or traces for the event date. Device was cut open to perform visual inspection and found moisture damage¿on the electronic assembly. ¿the following were noted during visual inspection: scratched case, cracked case, cracked case on the battery tube side, and moisture damage in battery tube. Blank display not confirmed during testing or in the power management graph. However, moisture damage noted in the pcba 1 board.